Event description:
It was reported that an infusor had a cracked purple coiled cap found before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the unit confirmed that the coil cap had a crack on the cover. The root cause was determined to be a manufacturing defect, misalignment of the stress-member with the cover. As a result of this incident, awareness training for all applicable manufacturing operators was conducted. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.